Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Event description:
Shoulder revision performed on (B)(6) 2014 at (B)(6) hospital. Revision was for pain due to possible oversizing of the humeral component. Initially the surgeon was only going to revise the humeral side, but due to damage of the anchor peg glenoid intraoperatively also revised the glenoid component. The apg+ code (d113642027) was logged as 'ztemp' as this was not valid in synergy. The patient has asked for the explants so they will not be available for review.